Event description:
It was reported that the needle eclipse s/t 25x5/8 rb safety mechanism broke after use, snapping off and falling to the floor. The following information was provided by the initial reporter: "after administering sub cutaneous chemotherapy using a bd eclipse needle 25gx 5/8, the needle needed to be sheathed for safety prior to putting in sharps bin. Upon pressing the needle cap down it snapped off and fell to the floor and the needle itself bent.".

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 2001010 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation by our quality engineer team. Through examination of the retained samples, no defects were observed. The safety mechanism showed no defects and was able to be activated appropriately. Based on the investigation results, an exact cause for this reported incident could not be identified. Our assembly process has a system in place to inspect all product for signs of defect and the force required to activate the needle is measured prior to the release of each lot manufactured. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle eclipse s/t 25x5/8 rb safety mechanism broke after use, snapping off and falling to the floor. The following information was provided by the initial reporter: "after administering sub cutaneous chemotherapy using a bd eclipse needle 25gx 5/8, the needle needed to be sheathed for safety prior to putting in sharps bin. Upon pressing the needle cap down it snapped off and fell to the floor and the needle itself bent."